Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the fixture and a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report.